Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that the filter for the plasma harness bursted during return. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that the filter for the plasma harness bursted during return. No donor or operator injury was reported. The device has not been returned for eval. A f/u report will be filed when more info becomes available. The system was built in safety faults to alert the operator that the pressure at the dpm is being exceeded. There would also be alerts as to check for kinks in the line. There are several operator errors that need to occur for the result of burst filter to occur. The result of these issues not being checked by the operator is the splatter of blood products. If this were to recur, the potential for serious injury due to the splatter on persons in the area is possible. (B)(4).